Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Reportedly, the customer did not perform the proper air removal techniques, used cold insulin and possibly overfilling the cartridge. A new cartridge was loaded to resolve the issue.there was no reported adverse impact on customer's blood glucose level.